Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited noise. The physician determined that intervention was not necessary. The patient was in good condition and would continue to be monitored.